Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was not successfully placed due to unfavorable measurement during attempted implant. The lead was removed; however, return of the product unknown. No reported additional intervention was required and no adverse effects noted.